Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead measuring 50 cm returned for analysis. An internal insulation abrasion was noted from 8.5 cm to 10.2 cm from the distal tip which breached the rv cables lumen. An internal abrasion and explant damage which breached the rv cables lumen was noted at 12.2 cm to 13.7 cm from the distal tip. The etfe coating was intact while the inner coil was exposed in the abrasion region consistent with explant damage. Another internal insulation abrasion and explant damage breaching rv cables lumen was noted at 12.2 cm to 13.7 cm from the distal tip. The etfe coating was intact while the inner coil was exposed in this abrasion region consistent with explant damage.

Event description:
This report is to advise of an event observed during analysis.